Event description:
Caller reported that their pump screen was not functioning, as it remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.